Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, the device exhibited far r-wave oversensing after biventricular pacing. Programming changes were made.